Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive and over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: during investigation, the keypad was found to be thinning. The keypad buttons were found to require hard presses to elicit a response. The contrast button was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all of button contacts. Unrelated to the complaint, investigation revealed a dim, faded display screen.